Manufacturer narrative:
Findings: unit received with currents in spec. Unit unable to prime during prime test and motor error alarm during basic occlusion test due to loose/protruded drive support disk. Motor was tested outside of the device and passed. No alarm noted on alarm history screen. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, and cracked lcd window.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error during basal delivery. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.